Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was not any harm to the patient. No fragment fall into the patient. The procedure was an hysterectomy and an image the for issue description could not be provided.